Manufacturer narrative:
The reported event could not be confirmed because the complained device was not returned. Consequently, it was not possible to determine the root cause within this investigation. Furthermore the initial surgery was performed on (B)(6) 2016 and the breakage of the plate has been determined on (B)(6) 2016 after bone healing was achieved. The bone plates are designed to function only until bone healing occurs (usually 6-8 weeks). Therefore the complained plate worked as intended. A review of the risk management file, revealed the following possible root causes: wrong/ missing information; too much load on implant/ bone. Based on the statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend. Device was not returned to the manufacturer.

Event description:
It was reported that a plate has been found to have fractured postoperatively. The patient however is well. The removal is scheduled to be performed within a routine surgery procedure.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that a plate has been found to have fractured postoperatively. The patient however is well. The removal is scheduled to be performed within a routine surgery procedure.